Event description:
On (B)(6) 2026, an optical shop in saudi arabia reported, a patient (pt) ¿feel uncomfortable¿ while wearing acuvue® oasys® for astigmatism brand contact lenses (cls). The affected eye is unknown and date was not provided. Nothing additional was received. On (B)(6) 2026, additional information was provided. The optical shop reported the event occurred on (B)(6) 2026. The patient experienced discomfort during lens wear, ¿got an ulcer from the lenses¿ and sought medical attention ¿in the hospital.¿ the optical shop reported the eyes are ¿better now.¿ the pt is an experienced wearer of the brand. Additional attempts for medical information were made on (B)(6) 2026 and (B)(6) 2026 with no success. On (B)(6) 2026, additional information was received. After four to five days of use, the pt did not have ¿clear vision¿ and contacted the optical shop. The pt was advised to continue wearing the lens for two more days and if ¿not feel comfortable return to us.¿ both eyes were diagnosed with ¿external eye inflammation¿ and the pt was prescribed ¿moisturizing drops¿ for use three times a day. The event has resolved and there is no permanent damage noted. No additional medical information has been provided. This event was determined to be serious adverse event on (B)(6) 2026, upon notification of the pt¿s ¿ulcer¿ provided by the optical shop. This corneal ulcer event is being reported as the pt¿s diagnosis and treatment could not be verified with the treating ecp and is unconfirmed. As the affected eye is unknown, this report is being submitted for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. A comprehensive review of the manufacturing records for lot number l006xrk was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cls were not returned for evaluation. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.